Manufacturer narrative:
(B)(4) (intervention required). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with l2 fracture underwent spinal fusion at th11/ l4 with spinal instrumentation. The patient complained of pain due to l4 vertebral fracture after spinal fusion was performed. Patient underwent fixation surgery in which screw in l4 was removed and the rod connection was carried out with mrc. Fixation was extended to illiac.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.